Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was damaged and broke from the hub after being placed, requiring manual removal of the needle from the blood vessel. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the child patient came to continue the infusion, the nurse at the time of infusion in children with routine for needle tube and indwelling needle is found to not unobstructed, and to puncture, and has the indwelling needle is found to pull out, finally after a long time use based iodine disinfection in the surrounding skin, dazzling and q-tips massage front blood vessels, suitable vascular cast pressure massage to the eye of a needle, finally, the indwelling needle was completely removed from the vessel. Google translation: the child came to our department to continue infusion on (B)(6) 2022. The nurse routinely flushed the indwelling needle when infusing the child, but found that the indwelling needle was not smooth, so it was pulled out and re-punctured, and it was found that the indwelling needle could not be normal. Pull out, and finally use aner iodine to disinfect and puncture the skin around the eye for a long time, and massage the front blood vessel with a cotton swab, and press and massage along the blood vessel to the eye of the needle, and finally the indwelling needle is completely pulled out of the blood vessel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was damaged and broke from the hub after being placed, requiring manual removal of the needle from the blood vessel. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the child patient came to continue the infusion, the nurse at the time of infusion in children with routine for needle tube and indwelling needle is found to not unobstructed, and to puncture, and has the indwelling needle is found to pull out, finally after a long time use based iodine disinfection in the surrounding skin, dazzling and q-tips massage front blood vessels, suitable vascular cast pressure massage to the eye of a needle, finally, the indwelling needle was completely removed from the vessel. Google translation: the child came to our department to continue infusion on (B)(6) 2022. The nurse routinely flushed the indwelling needle when infusing the child, but found that the indwelling needle was not smooth, so it was pulled out and re-punctured, and it was found that the indwelling needle could not be normal. Pull out, and finally use aner iodine to disinfect and puncture the skin around the eye for a long time, and massage the front blood vessel with a cotton swab, and press and massage along the blood vessel to the eye of the needle, and finally the indwelling needle is completely pulled out of the blood vessel."